Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo sample evaluation: received (4) photo samples. Visual evaluation of the photo samples noted an opened used two-way foley catheter. The second photo show there was a tear at inflation arm. Verified material number for catheter 2758j14 and manufacturing lot number ngkq3016. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Visual: received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngkq3016. Visual inspection of the sample noted a tear in the inflation arm upon return measuring. (0.2065"). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, sterile water leaked from the foley catheter shaft.

Event description:
It was reported that during use, sterile water leaked from the foley catheter shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.